Event description:
Per the clinic, the patient experienced an infection (date not reported) around the implant site and was treated with antibiotics (type, duration and dosage not reported). The issue was resolved. It was also reported that the patient experienced a head trauma (date not reported) at the implant site and skin overgrowth over the abutment. The patient underwent a revision surgery on (B)(6) 2014, to remove the abutment.

Manufacturer narrative:
(B)(4). Fixture remains insitu.